Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s wife reported via phone call that the customer went to emergency service and the customer was hospitalized on (B)(6) 2019. Customer¿s low blood glucose value was 24 mg/dl at the time of incident. Customer was treated with glucagon in the hospital. Customer woke up with the high blood glucose and the blood glucose value was 205 mg/dl. Customer¿s last blood glucose value was 220 mg/dl. Customer was not alleging the insulin pump. Customer was unable to upload to carelink at this time. Customer stated that the screen of the insulin pump was not looking familiar because the bolus wizard was off. Customer was using dexcom sensor. The insulin pump will not return for the analysis.